Event description:
During a patient event, it was reported that the device failed to detect a patient connection. The patient was in a burn unit and there were no further details on the event and/or the patient provided. There was no report of an adverse patient outcome due to the device use.

Manufacturer narrative:
(B)(4). Physio-control evaluated the event record download and verified the reported intermittent failure to detect the patient connection. However, physio was unable to duplicate the reported problem during testing. Proper device operation was observed through functional and performance testing and the device returned to the customer for use. A conclusive cause of the reported event was not determined.